Event description:
Event description guidant received information that the patient with this ventricular lead reported to the hospital with intermittent loss of capture. The patient is pacemaker dependant and was symptomatic at the time. The lead impedance was above 2500 ohms in bipolar. The unipolar impedance was good at 300 ohms.